Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and noise. The noise was oversensed resulting in storage of non-sustained ventricular tachycardia (vt) episodes. An invasive procedure was performed. The lead was surgically abandoned and replaced. This ICD remains implanted and in service. No additional adverse patient effects were reported.